Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that during the trial they were ¿urinating good.¿ it was reported that they were at 1.7v in program 2 and last sunday or monday, all of a sudden, they started urinating probably every 10-15 minutes. It was noted that they usually get up once during the night, but last night they got up 4 times to go to the bathroom. They increased first to 1.8v, then this morning went to 1.9v and it helped again. They tried going to 2.0v to see what was going to happen today, and it gave them a jolt, so they went back down. The patient stated that ¿all day they just felt a little nagging and felt like used to it.¿ they also stated that therapy helped quite a bit compared to what it used to, and they don¿t have that urge. It was recommended that they follow up with their healthcare provider about other programs if increasing doesn¿t relieve their symptoms. No further patient complications are anticipated or expected as a result of this event.